Manufacturer narrative:
Information was corrected from the following fields: d6b: explant date the returned defibrillator was analyzed and a review of the device memory found that while implanted the device recorded no suspicious faults or resets. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced difficulty to be interrogated. It was determined due to the device having declared battery capacity depleted (bcd). Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
The returned defibrillator was analyzed and a review of the device memory found that while implanted the device recorded no suspicious faults or resets. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced difficulty to be interrogated. It was determined due to the device having declared battery capacity depleted (bcd). Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.